Event description:
Customer reports to have had an emergency room visit on (B)(6) due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 600 mg/dl which was treated with insulin drip. After troubleshooting, it was found that insulin pump was functioning properly. Customer was advised to follow up with health care provider.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).